Event description:
The customer reported incompatible scope error 315 during service/ maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.